Manufacturer narrative:
With regards to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed the module did not function within specifications. One of the cutter valves got stuck from time to time and therefore could not close and open properly due to a cracked gasket rubber in one of the valves. A DHR review did not reveal any anomalies and the product was released according to its release specifications. Based upon the information available, it was determined that this event is attributable to a random component failure of a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends the risk identified (B)(4) is included in the risk management documentation . Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No remedial or corrective/preventive actions will be undertaken at this moment.

Event description:
It was reported that during procedure the vitrectome stopped cutting. Due to this event the procedure was prolonged with >30 minutes.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that during procedure the vitrectome stopped cutting. Due to this event the procedure was prolonged with >30 minutes.